Manufacturer narrative:
It was reported that water contamination was found inside the air gas module. The reported ventilator unit was investigated at the hospital by our field service engineer. According to service report the unit had failed flow transducer test during pre-use check. Issue resolved by replacing the air gas module. The air gas module was not received, but a report of an excessive amount of moisture in the air gas module was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. A confirmed defective compressor mini had been connected to the ventilator and is the most likely source of water in an air gas module. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that liquid was found inside the air gas module. No patient harm reported. Manufacturer´s ref. #; (B)(4).